Event description:
It was reported that balloon rupture occurred. The 80% stenosed target lesion was located in a shunt in a moderately calcified and moderately tortuous vessel. A 10.0 x 40, 75cm mustang balloon catheter was advanced for pre-dilation, however, during the second inflation at 14 atmospheres, the balloon ruptured. During removal, resistance was encountered and the device could not be removed from the sheath. The guide wire remained in place but the balloon was removed together with the sheath. The sheath was then re-inserted and the procedure was completed with another 10x4 mustang balloon. There were no patient complications nor injuries reported.

Manufacturer narrative:
(B)(6). Age at time of event: 18 years or older. Device evaluated by MFR: the device was returned for analysis. A visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. A visual examination identified a balloon longitudinal tear beginning approximately 8mm proximal of the proximal markerband and extending approximately 60mm distally across the balloon material. An examination of the balloon material and markerbands identified no issues which could potentially have contributed to this complaint. The rated burst pressure for this device is 14 atmospheres. A visual and microscopic examination observed no issues with the tip of the device which could potentially have contributed to the complaint incident. A visual and tactile examination found no kinks or damage along the shaft of the device. The recommended introducer/guide sheath size for this device is a 6fr sheath. During analysis the investigator was unable to advance the device through a 6fr boston scientific sheath due to the condition of the balloon material. The customers sheath was not returned for analysis. No other issues were identified during the product analysis.

Manufacturer narrative:
(B)(6). Age at time of event: 18 years or older.

Event description:
It was reported that balloon rupture occurred. The 80% stenosed target lesion was located in a shunt in a moderately calcified and moderately tortuous vessel. A 10.0 x 40, 75cm mustang balloon catheter was advanced for pre-dilation, however, during the second inflation at 14 atmospheres, the balloon ruptured. During removal, resistance was encountered and the device could not be removed from the sheath. The guide wire remained in place but the balloon was removed together with the sheath. The sheath was then re-inserted and the procedure was completed with another 10x4 mustang balloon. There were no patient complications nor injuries reported.